Event description:
The report was stated that during a whipple procedure, the jaws of the ligasure impact handpiece locked shut while clamped on tissue. The surgeon cut around the handpiece to remove it. There was no patient injury due to this.

Manufacturer narrative:
The incident device has been received and is currently under evaluation.